Manufacturer narrative:
The reported event of the incorrect measurement was confirmed. Based on the information provided, it was determined that when programming changes were made, the at/af burden detection was not turned on appropriately. Thus, the device accumulated the durations of at/af without deducting the duration that occurred outside of the evaluation window.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the pacemaker exhibited diagnostic anomaly. The patient will continue to be monitored. No patient symptoms were reported.